Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had three faulty sensors. One sensor had a missing cannula. The customer mentioned inserting the sensor was painful. The customer also had issues with the serter. Customer's blood glucose level was not reported. The device was not returned.